Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rd900aeu neopuff infant resuscitator was not working. It was further reported that "when hooked up to oxygen, wasn't able to hold pressure even if turned pip." This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint (B)(4) neopuff infant resuscitator was not returned to fph (B)(4) for inspection. An attempt was made to obtain the complaint device but no reply was received from the healthcare facility. Without the complaint device, we are unable to establish the root cause of the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Its product technical manual (ptm) provides servicing information including testing of the valve system, wherein the peak inspiratory pressure (pip) control and the maximum pressure control knobs are attached. The ptm also states "if the f&p neopuff/perivent infant resuscitator fails any of these tests, the valve assembly should be regarded as faulty and replaced with a new valve assembly. Follow the valve replacement guidelines, or call your fisher & paykel healthcare service representative for further information".

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rd900aeu neopuff infant resuscitator was not working. It was further reported that "when hooked up to oxygen, wasn't able to hold pressure even if turned pip". This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rd900aeu neopuff infant resuscitator from the healthcare facility. We will provide a follow-up report once we have received the complaint device and completed our investigation.